Event description:
It was reported that the patient had their device for urinary problems and it seemed not to be useful any more. The device hadn¿t been reliable for the last 6 to 8 months and the patient hadn¿t had any falls or trauma. It was noted that the onset was gradual and the patient¿s symptoms were not getting better. The patient increased stimulation up to 3.6v and could feel stimulation but didn¿t see an improvement in their symptoms. It was stated that the patient had a total knee replacement 5 weeks ago and they turned stimulation off before surgery and before the surgery the device was working intermittently. The patient had no control over their bladder at night and had to wear underwear for incontinence at night.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v741113, implanted: (B)(6) 2011, product type: lead. (B)(4).